Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
During an in clinic follow-up, dislodgement was noted on the right ventricular (rv) lead. The helix of the rv lead failed to retract during the repositioning procedure. The rv lead was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
Additional information: as received, a complete lead was returned in one piece with the helix retracted. A visual inspection was performed and revealed the inner coil was severely over-torqued and the helix was clogged with blood and bodily fluids. After cleaning the lead and applying torque directly to the connector pin, the helix could be extended and retracted, meeting the device specifications.